Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported left side capsular contracture, baker grade IV and textured to smooth implant exchange. Device remains implanted.

Event description:
Healthcare professional later reported left side "grossly ruptured." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was broken shell, red encapsulation and red particles material was found on the shell/gel. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.